Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 850 mg/dl when they were admitted to the hospital. The customer had diabetic ketoacidosis due to a lot of no delivery alarms on their insulin pump. Customer's blood glucose value was 350 mg/dl at the time of the call and treated with manual injections. Customer was hospitalized on (B)(6) 2017. Customer declined to troubleshoot for high readings. The product was not returned for analysis.